Event description:
The sales representative reported on behalf of the customer that the device, trs100sb2, anchor tissue retrieval system, was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2024 when it was reported, "bag ripped through the bottom seam as trying to pull gallbladder out - made skin incision bigger and pulled out of skin incision". Further assessment questioning found "the specimen came out of the bottom seam of the bag and became stuck in the surgical site (skin incision). The specimen (gallbladder) was retrieved" using a kelly clamp to pull it out of the skin incision. There was no report of extended hospitalization for the patient and the procedure was completed with a 5-minute delay. This report is being raised due to the reported injury of enlargement of incision to retrieve specimen.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, trs100sb2, anchor tissue retrieval system, was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2024 when it was reported, ¿bag ripped through the bottom seam as trying to pull gallbladder out - made skin incision bigger and pulled out of skin incision.". Further assessment questioning found ¿the specimen came out of the bottom seam of the bag and became stuck in the surgical site (skin incision). The specimen (gallbladder) was retrieved" using a kelly clamp to pull it out of the skin incision. There was no report of extended hospitalization for the patient and the procedure was completed with a 5-minute delay. This report is being raised due to the reported injury of enlargement of incision to retrieve specimen.

Manufacturer narrative:
Correction: h6, health effect impact code updated to surgical intervention. Manufacturing narrative: the device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.